Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 975 pulses. The needle mechanism was reset and fired properly during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 468 mg/dl while wearing the pod between 24 and 36 hours. Patient stated that after multiple bolus attempts failed to bring down her bg levels, she realized the cannula had dislodged from the infusion site (abdomen). Patient also reported the pink slide had not moved forward, which is indicative of a needle mechanism failure. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): bolus(u): 6:30pm, 295, 7.5; 8:00pm, 468, 6.